Event description:
It was reported that pump insulin gauge displayed an amount different than expected, with fill estimate stuck at 75 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Technical support explained that this could happen due to differences in pressure measurements used to calculate remaining insulin and advised that once insulin in cartridge matched the static amount shown, gauge would begin counting down normally, and caller understood and acknowledged guidance.